Event description:
The reporter contacted animas on (B)(6) 2012, alleging there was no power to the pump after it was worn while the patient was swimming. The reporter denied trauma to the pump, cracks in the pump casing or damage to the keypad. The reporter stated there was visible moisture behind the display lens. The patient reported that the battery cap had not been replaced in over a year. The owner's guide advises that the battery cap be replaced every three-to-six months. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue in a pump with visible moisture in the display lens without visible pump damage remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powers on with functional vibratory and auditory features. There was no damage found to the battery cap or battery compartment. A review of the black box shows one reboot occurred on (B)(4) 2012. The pump was exercised for 24 hours with no power issues occurring. A leak test showed a case seal leak, and further visual inspection revealed damage to the pump casing near the ir window. The pump cover was removed, and internal moisture was observed on the pcb components.